Manufacturer narrative:
The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The account indicated the use of a qualified associated cartridge. The handpiece and viscoelastic used were not provided. It is unknown if qualified products were used. The product investigation could not identify a root cause for the reported complaint. The account indicated the product was not available to evaluate. The handpiece and viscoelastic used were not provided. It is unknown if qualified products were used. The instructions for use (IFU) instructs: company foldable intraocular lens(iol) are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The instructions for use instructs that company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The IFU instructs: the IFU instructs to completely fill the cartridge with ovd immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The account indicated that the surgeon believes the lens may have need loaded into the cartridge for too long. The account did not provide information for how long the lens was in the cartridge before attempting to deliver. The IFU instructs: follow the section regarding directions for use for information on the maximum allowed time for the iol to stay in the folded condition. Failure to adhere to manufacturer¿s recommendations may result in iol damage. IFU note: during lens loading and insertion, do not allow the company iol to remain in a folded condition within the selected iol delivery system for more than 3 minutes prior to completing insertion into the capsular bag. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4)

Event description:
A facility representative reported during an intraocular lens (iol) implant procedure, surgeon felt resistance deploying lens then saw it was cracked inside the eye. As per surgeon opinion the lens may have been loaded in the cartridge for too long time. The procedure was completed with another lens during initial procedure. Additional information was requested. There are two medical device reports associated with this complaint. This report is 2 of 2.